Manufacturer narrative:
A part shipment was placed for a mvs interface cable assembly, mvs server computer, pcba power switching board assembly and o-arm computer. The medtronic representative went to the site to test the equipment. Mobile view station (mvs) computer and image acquisition system (ias) computer were replaced. Power switching board was also replaced due to new version of ias computer. Umbilical cable replaced. Bios configuration settings performed . System settings checked. Rad and gain calibration performed. Navigation interface and accuracy tested. System functions checked . Backup on usb performed. After part replacement, the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The mvs interface cable assembly, mvs server computer, pcba power switching board assembly and o-arm computer was returned to medtronic for analysis. An on-site investigation was completed on the returned parts. Mvs interface cable assembly confirmed reported complaint "communication loss." Mvs interface cable fails gbit portion of the bench test intermittently. There is an open in the blue (B)(6) cable when twisted a certain way. Mvs interface cable passes 100t and continuity testing. Mvs server computer could not confirm reported problem. Mvs computer was installed in the mvs cart connected to a test system and ran without any issues. Pcba power switching board assembly board was replaced to install red power switching board that is compatible with the o-arm computer replacement installation. Returned power switching board was installed in the test system and ran without any issues. O-arm computer could not confirm reported problem. O-arm computer was installed in the test system and ran without any issues. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spine procedure, the site's imaging system is exhibiting intermittent booting problems on the mobile view station computer. The surgeon discontinued use of the imaging system. The surgery was successfully, completed. There was a no reported delay to the procedure due to this issue. There was no impact on patient outcome.